Event description:
I received injections of the permanent filler, bellafill, manufactured by suneva, in (B)(6) 2015. Three months later, I developed pain and swelling where the product was injected. The symptoms resolved within a month, however they have continued to return occasionally ever since. After the first episode of pain and swelling, the "implants" where the product was injected became enlarged and have never returned to their original appearance. I am very dissatisfied with the cosmetic result of this filler. Since there is no antidote to this permanent product, and conventional surgery to remove it would cause scarring and disfigurement, I will now have to undergo a very costly facelift that is performed using a special technique in order to remove this product (and even then, there is no guarantee that 100 percent of it can be removed). Date the person first started taking or using the product: (B)(6) 2015.